Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that on (B)(6) 2021, (B)(6) 2021 and (B)(6) 2021, an (B)(6) female child patient's infusion set's tubing detached/broken at site connector. At the time of the event her blood glucose level was reported to be 28 mmol/l, due to insulin leaking from the site. She had moderate ketones and her infusion set had been used for 1-2 days. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.